Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous buckled locations throughout the inner shaft. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous vessel below the knee. A 2.0mmx220mmx150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated however, it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous vessel below the knee. A 2.0mmx220mmx150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated however, it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.